Event description:
Primary stability not achieved, implant wasn't completely covered with bone, compromised immune resistance, diabetes mellitus, psychological disorder, xerostomia, inadequate bone quality/quantity.